Event description:
It was reported that during a stenting treatment procedure, stent movement occurred. The "very tight" target lesion was in the "papilla". An ultraflex esoph ng prox cvd stn 18x15 stent had been advanced to treat the target lesion. The stent was deployed. Following deployment, the physician "moved and pushed the stent after stenosis" which resulted in the stent moving to an unspecified location. The fully deployed stent was removed by unspecified means and the procedure was completed with another ultraflex esoph ng prox cvd stn 18x15 stent. There were no patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.